Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of event/therapy date was unknown, however, it was reported that these two events occurred on a saturday. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the effluent valve connector of two (2) 5l effluent bags became loose and the content (urine) of the bags spilled on the floor. This occurred during treatment while the bags were hanging. There was no report of patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.